Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, four weeks after catheterization, leakage was found during maintenance. After the catheter was removed, obvious leakage was found 2 cm below the puncture point. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed; however, the root cause could be determined. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed the catheter inserted into a patient¿s body. What appeared to be a stream of fluid was observed coming from the catheter shaft. There were no distinguishing features observed in the returned photograph that could aid in identifying a specific root cause of the leak. This complaint will be recorded for future trending and monitoring purposes.